Event description:
A representative of health canada reported that defects in the material of an intraocular lens (iol) implant created glistenings or refractive anomalies in the matrix of the lens. These anomalies created disability glare effects for the patient. Additional information is not expected. There are two manufacturer reports associated with these events. This report is for the left eye.

Manufacturer narrative:
Product evaluation: product information was clarified. Results from the product history record review indicated the product lot met release criteria. The product investigation could not identify a root cause.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis and remains in the eye. The lot product history records and the batch records were reviewed and documentation indicated the lot met release criteria. The reported serial number is an invalid serial number. No further information has been received at this time. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts to gather additional information have been unsuccessful. (B)(4).